Event description:
It was reported to philips that the device experienced therapy disabled. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced therapy disabled. There was no patient involvement. The customer worked with the technical support representative. The customer verified the display was disabled. Upon conclusion of the evaluation, it was determined that this was a possible malfunction of the display. The customer refuses to pay for repairs. No further action at this time.